Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 47 mg/dl. The customer did experienced the symptoms such as shaking, sweating, mental confusion, inability to follow simple command. Customer stated displacement verification test and self test was ok. The customer was treated for low blood glucose. Customer was using automode feature during the event. The insulin pump will not be returned for analysis.